Event description:
It was reported that the patient was prescribed physical therapy to address pain, swelling and popping sounds associated with a snapped iliotibial band approximately five (5) months following a right knee arthroplasty. Initial operative notes noted no intraoperative complications.

Manufacturer narrative:
(B)(4). D10: concomitant devices: persona medial congruent articular surface right 11 mm, catalog #: 42522100911, lot #: 67236813, persona cruciate retaining narrow femoral component right size 11 catalog #: 42502007002, lot #: 66713333, persona cemented all poly patella 35 mm catalog #: 42540000035, lot #: 67430178. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.